Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
The system was explanted due to infection. Patient is fine. It was reported that patient thomas smith¿s system was revised and replaced device was implanted on right side due to systemic infection. There were no electrical anomalies noted on old device. Patient has been stable pre during and post-surgery.